Event description:
It was reported that the patient presented for follow-up and bvvi mode was observed. MRI studies were not performed. The reason for the bvvi mode was unknown. The bvvi mode was reverted to normal operation and the patient is requested to follow up again.